Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use event on 22-apr-2024 and 26-apr-2024. For both the events the infusion set was in use for 1 to 2 days. The blood glucose level at the time of both events was 300mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. No further information available.